Event description:
The procedure was to treat a moderately tortuous, mildly calcified, 90% lesion in the proximal circumflex artery. After pre-dilatation was performed with the trek 2.5 x 15 mm balloon catheter, a stent was deployed. The trek 2.5 x 15 mm was then used for a second time for post-dilatation. After post-dilatation the trek was removed when resistance was met between the guide wire lumen of the trek and the non-abbott guide wire. The guide wire and the balloon catheter were removed as a single unit. A kink in the shaft was present. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficience.